Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016 due to a cerebrovascular accident. Additional information was requested, but not provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported events leading up to the patient's outcome could not be conclusively determined. Stroke, bleeding, neurologic dysfunction, infection, sepsis, and death are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented on (B)(6) 2016 with a fever of 103 f after 4 days of increased drainage from a jejunostomy feeding tube site along with feeling weak and confused. The patient experienced tachycardia, a white blood cell count of 25x10^9 cells/l, and elevated lactate levels. The patient was admitted and treated for (B)(6) bacteremia that was treated with zosyn, vancomycin and diflucan, as well as amphotericin-b bladder irrigation. On (B)(6) 2016 the antibiotics were changed to daptomycin with a baseline creatine kinase of 400 u/l that improved to 124 u/l by (B)(6) 2016. On (B)(6) 2017, the patient exhibited an altered mental status and a neurology consult was completed. CT angiography of the head showed a diffuse subarachnoid hemorrhage and a left temporal focal intracerebral hemorrhage. A repeat CT scan performed on (B)(6) 2016 was unchanged. At 6am on an unspecified date, the patient was reportedly very lethargic but following commands. A non-contrast head CT revealed hydrocephalus and intraventricular hemorrhage. An extra-ventricular drain was placed and the patient was transferred to and external ventricular drain (evd) was placed. The patient was transferred to another facility¿s neurology intensive care unit where ultimately the patient¿s lvad was turned off on an unspecified date per the family¿s decision. Historically, the patient was implanted on (B)(6) 2016 after presenting with fulminant (B)(6) bacteremic septic shock immediately following a tooth extraction. The patient required extracorporeal membrane oxygenation (ECMO) support and then lvad placement as destination therapy. The patient¿s course was briefly complicated by hematuria and a renal infarction requiring a chronic supra-pubic catheter which were previously unreported. The patient recently had multiple urinary tract infections and had completed a levaquin course on (B)(6) 2016. The patient had been discharged from a long term acute care facility on (B)(6) 2016.